Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 600 mg/dl to 700 mg/dl with small to moderate ketones; cause of the elevated bg was unknown. Pump supplies were changed to address bg levels. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.